Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed a "poor pad contact" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer's report was duplicated and attributed to the test port receptacle pins causing a loose connection with the multifunction cable. The test port receptacle will be replaced to resolve the report. The device will be recertified and returned to the customer. This is a malfunction which only impacts self-test portion with the defibrillator. Once the multi-function connection is removed from the test port and attached to a set of electrode pads or external paddles the device would be capable of delivering therapy. This type of malfunction does not pose any clinical impact and does not meet our guidelines for reportability. Analysis of reports of this type has not identified an increase in trend.